Manufacturer narrative:
(B)(4). Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Power loss alarm, low battery alarm and power error 25 alarm are confirmed in the long trace file. Power loss alarm occurred after the power error 25 alarm was cleared. Detail trace analysis confirmed the pump alarmed low battery and then alarmed power error 25 was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector at j6/pcb 1 the pump was monitored and functioned properly. Pump received with scratched case, case cracked behind the pump at the corner of the belt clip rails, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call that their insulin pump had recurring power error detected alarm. The customer¿s blood glucose was 99 mg/dl. Troubleshooting was performed for power error. Advised pump will need to be replaced. The insulin pump will be returned for analysis.